Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 55 mg/dl. Threshold/low suspend limit in sensor settings was 90 mg/dl. The blood glucose value that triggered the suspend event was 76 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer reports they did receive a sensor updating or sensor glucose not available alert. Customer reports they did receive a calibration not accepted alert. The device will be returned for analysis.